Manufacturer narrative:
Legal manufacturer: (B)(6). There was no patient involvement. Serial number and unique identifier: there is not a specific device involved. This issue was internally identified by the manufacturer and affects all units. Gtin: (B)(4). There is not a specific device involved. This issue was internally identified by the manufacturer and affects all units. Correction: on june 18, 2020, it was determined that further action in the form of a recall will be initiated (gehc reference fmi (B)(4)). The correction number is not available at this time. Ge healthcare's investigation of this issue has been completed. It was determined that a software defect exists in the arrhythmia processing software of the carescape one which may result in a reduction of ventricular fibrillation (vfib) detection sensitivity from 95% to 30%. This issue may only present during the period of time in which the carescape one is being connected to the host (bx50) patient monitor; this issue does not affect any other arrhythmia processing capabilities including vfib events which may occur prior to connecting and after the learning period (10 seconds time) when the device is connected to the host monitor. A product hold was initiated on (B)(6) 2020. All forward production and affected installed based units will be corrected with the recall.

Event description:
During the connection period of the carescape one device to a host patient monitor the sensitivity of the carescape one to detect a ventricular fibrillation arrhythmia is reduced.